Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sesr01 implantable pulse generator: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial lead impedance had been decreasing and was noted to be low on several occasions. An insulation failure was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.